Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 1.2 pocket a1 and a6 was not detected on bus. A field service engineer (fse) went to the station reporting a device was not detected on the bus. The drawer was removed from the main station chassis and the rear components were inspected. All cable connections were reseated and after reinstalling the drawer the pyxis bus cable was reconnected and the station was restarted. During startup the fse logged into admin mode opened the hardware testing application and successfully completed all diagnostic tests. The customer then logged into the application and successfully inventoried multiple medications in the previously failed storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 1.2 pocket a1 and a6 were not detected on bus, which located on mib obs. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.